Event description:
This case was reported by a consumer via FDA medwatch program (B)(4) and described the occurrence of neuropathy in a pt who received super poligrip (formulation unk) for denture adhesion. Co-suspect medication included fixodent. From 1966 through 1970, the pt used fixodent. From 1970 onwards, the pt started super poligrip (dental). At an unk time after starting fixodent and super poligrip, the pt fell resulting in broken bone(s). This happened on four occasions. The pt was diagnosed with experienced neuropathy. This case was assessed as medically serious by gsk. The regulatory authority considered the events to be disabling. Treatment with super poligrip was continued. At the time of reporting, the outcome of the events was unk. The manufacturer report number for this case is 9681138-2009-00062. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).